Event description:
It was reported that the balloon was found damaged before use.

Manufacturer narrative:
The reported event was confirmed. One two-way silicone foley catheter was received. Visual evaluation noted no obvious defects. The balloon was attempted to be inflated with a methylene blue and water solution. The catheter immediately began to leak out of the eyelets, which indicated lumen to lumen leakage. The balloon was dissected to find that the inflation notch perforated both lumens. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was found damaged before use.